Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of lichen sclerosis was exacerbated by the lifevest equipment. Patient described the area as rash. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician for the lichen sclerosis, but there is no indication of medical intervention for the skin irritation. Reporting out of the abundance of caution. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.